Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6) displayed fault 41 (patient temperature sensor failure) was not confirmed during the functional test but was confirmed during the archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The archive data review indicated fault 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon replacing the temperature sensor, the autopulse platform was subjected to a run-in test, and the platform functioned as intended. A load cell characterization test confirmed that both cell modules function within the specification. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
During shift check, the autopulse platform (B)(6) displayed the fault 41 (patient temperature sensor failure) message. Per the reporter, the device was stored in the autopulse quick case within the designated drawer of the emergency medical vehicle. The fault displayed when the device was on the hard surface. No patient involvement.